Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 29mm 11400m mitral valve was explanted after an implant duration of 1 day due to unknown reason. The explanted valve was replaced with a 29mm 11400m valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and investigation, that a patient with a 29mm 11400m mitral valve was explanted after an implant duration of 1 day due to thrombosis. The explanted valve was replaced with a 29mm 11400m valve. Per medical records, the patient underwent surgery for mvr with 1 29mm 11400m, tv repair (32mm cosgrove ring), CABG x3, laa clipping, and iabp insertion on (B)(6) 2024. After transferring to ICU, the patient required va ECMO due to persistent hypotension. Bedside echo later revealed thrombus within the atrium and on the new prosthetic mv with valve not opening. The patient was taken back to the or for redo-mvr with another 29mm 11400m mitral valve. Intraoperatively, the clot was found on the underside of the valve and large amount of clot on the left atrium. Impella was initiated while still on ECMO. The patient was taken to ICU with an open chest. On pod#8 the patient was taken to rehab and discharged home on pod#10.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, d4 (expiration date), g3, h2, h4, h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions). Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors. The subject device is not available for evaluation. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (component code).